Event description:
Pt was mechanically ventilated and also undergoing a continuous eeg. The vent was frequently alarming the red "circuit disconnect" alarm, though the circuit was intact. The vent then started malfunctioning and the screen was continually changing. It was continuously alarming and only administering tidal volume every other breath. Vent was disconnected and started bagging the patient. Vent was switched out for a different vent and the new vent did the same thing. It was noticed that the vent stopped malfunctioning when more space was created between the eeg monitor and the vent - respiratory therapist was also standing between the vent and the eeg monitor. The eeg machine and vent were then moved, so that there was a greater distance between them. After doing this, the ventilator began working correctly. The patient was then reconnected to the vent. The eeg machine and the vent were then placed on opposite sides of the bed and there were no further problems. Natus eeg - it was one of four that we use for this purpose. We do not know which one of the 4 was involved in this event.